Event description:
It was reported the pt had a laparoscopically assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy, and anterior and posterior colporrhaphy in 2001. 15 days later pt was seen for complaint of suture reaction. Some suture material was removed. 21 days later pt was seen for oozing from wounds. Suture remnants removed again.